Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose during the incident was 92 mg/dl while their sensor was reading at 46mg/dl. Threshold suspend was triggered due to the low glucose reading of 46mg/dl. Additionally, the meter said he was 250mg/dl, but the pump was showing 300mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.